Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure on (B)(6),2010. (Patient ID, age, weight, and date of birth are unknown). According to the complainant, the console unit overheated 5 minutes into the ablation phase of the procedure. The console unit shut down when the temperature reached 95 degrees and a temperature reading of 97 degrees was displayed on the side panel. There were no further complications reported with this event. The patient was reported to be ok.

Manufacturer narrative:
The hta console unit was returned and evaluated. The solenoid engage and disengage unit was on. The valve mod board was replaced. The root cause classification for this event condition is not confirmed, based on the returned condition of the device.

Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure on (B)(6), 2010. (Patient ID, age, weight, and date of birth are unknown). According to the complainant, the console unit overheated 5 minutes into the ablation phase of the procedure. The console unit shut down when the temperature reached 95 degrees and a temperature reading of 97 degrees was displayed on the side panel. There were no further complications reported with this event. The patient was reported to be ok.

Manufacturer narrative:
Although the product has been returned, the device has not yet been evaluated. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4)